Event description:
On (B)(6) 2013 the following info was provided: during the esophagogastroduodenoscopy (egd) procedure, a cook endoscopic hemoclip was used. The device failed to deploy the hemoclip upon operation. Another endoscopic hemoclip opened which also failed to deploy upon operation. Both devices are from the same lot number. See MDR 1037905-2013-00624. No section of the devices remained inside the pt. Multiple attempts to collect add'l info were made but were unsuccessful. At this time, the info did not reasonably suggest that a reportable event had occurred. Add'l info regarding this event was received on (B)(6) 2013 and indicated the following. The clipping site was described to be varices estimated to be under 13mm in size. The clip was attached to the tissue site but would not release from the deployment device. The drive wire broke at the end near the clip. Hemostats were used to manipulate the drive wire in an effort to release the clip. The clip was opened and removed from the pt. Another clip of the same type was used to finish the procedure. This has been established as a reportable event. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Correction action: a corrective action has been initiated in an effort to reduce occurrence of this nature. This product was manufactured prior to implementation of this corrective action. Qa will continue to monitor for complaint trends.